Manufacturer narrative:
A ge rep contacted the customer and instructed them that the image disk was full and to remove patient files to clear space on the disk. System operates as intended.

Event description:
The customer reported the system will take one image, but must be rebooted to take another. No patient injury was reported.